Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). There was no reported device malfunction and the product was not returned. The analysis of this complaint was an assessment of the information provided to abbott vascular and the manufacturing records. A review of the lot history record revealed no non-conformances. The reported patient effects claudication and restenosis are known potential patient effects as listed in the supera instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to design, manufacturing, or labeling.

Event description:
It was reported that on (B)(6) 2015, the procedure was to treat an occluded lesion in the superficial femoral artery (sfa). The 5.0mmx150mmx80cm supera stent implant was deployed without reported issue. The procedure was completed with no reported device or procedure issues. On (B)(6) 2015, the patient presented with claudication. Restenosis of the deployed stent implant was noted, which was treated with balloon angioplasty, with no reported adverse patient sequela. There was no additional information provided.